Event description:
The customer reports unit gives a speaker malfunction inop alarm; was unable to confirm if sound is audible. The device was not in use on a patient at the time of event, there was no adverse event reported.